Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported incidents reported for unable to remove gripper line and for gripper line break during removal from this lot. All available information was investigated, and a definite cause for the reported unable to remove gripper line in this incident could not be determined. The reported gripper line break was a result of unable to remove gripper line as the gripper line broke during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper line break during removal. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One xtr clip delivery system (cds) was advanced and the leaflets were grasped. When attempting to deploy the clip, it was noted that the gripper line could not be retracted. The gripper line was then pulled with more force, causing the gripper line to separate into two parts. Both parts of the gripper line were successfully removed with the cds. It was noted that no portion of the gripper line remains in the anatomy and the implanted clip is stable on both leaflets. However, after the clip was implanted, it was noted that the gradient level increased to 5mmhg. The physician did not want to cause mitral stenosis; therefore, no additional clips were implanted. Mr decreased to a grade of 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.